Manufacturer narrative:
A review of the complaint revealed that on day 10, the patient observed a rapidly flashing orange light on both the square and triangle indicators of the gateway device, suggesting a potential connectivity issue. The patient contacted customer care to report the problem. Troubleshooting was performed, the account was notified, and the patient was advised to continue wearing the device, and no replacement was requested. The zio at device was returned to irhythm, and the clinical data was downloaded. Review of the data confirmed that the patient wore the device for 13 of the 14 prescribed days. While preparing the final report, irhythm became aware of an arrhythmia that was not transmitted on day 10. The healthcare provider was notified on day 26. The investigation concluded that the gateway recorded an unrecoverable error and stopped transmitting data. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation revealed that the gateway recorded an unrecoverable error and stopped transmitting data. The healthcare provider (hcp) was notified of the patient's arrhythmia. There were no delays in treatment, and no adverse events, such as death or serious injury, are known to have occurred.